Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to low blood glucose levels that led to a traffic accident. The customer stated that he had a late lunch that he treated by taking insulin from the insulin pump, and that he checked his blood glucose and the reading was 128 mg/dl. The customer stated that after eating lunch he was driving home when he felt lightheaded and the possible effects of low blood glucose. The customer stated that the next thing he remembers is seeing orange traffic cones and hitting the median in the road. Paramedics arrived at the scene and tested his blood glucose and the reading was 25 mg/dl. The customer stated that he was then transported to the hospital and at this time the insulin pump was lost. Nothing further was reported.